Event description:
It was reported that the patient underwent a spectra malleable penile prosthesis (spp) replacement surgery due to infection. The spp was explanted and replaced with an inflatable penile prosthesis (ipp). Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Adverse event: updated to reflect that there was no reported product problem. Description of event or problem: updated with additional information.

Event description:
It was reported that the patient underwent a spectra malleable penile prosthesis (spp) replacement surgery due to infection. The spp was explanted and replaced with an inflatable penile prosthesis (ipp). Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the spp did not cause or contribute to the reported infection.